Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot numbers. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch reports: nx059z (aesculap ag reference no. (B)(4); 9610612-2025-00194). Nx018z (aesculap ag reference no. (B)(4); 9610612-2025-00195). Involved components: nx062z/ as tibia extension stem 12x52mm cemented (aesculap ag reference no. (B)(4); 9610612-2025-00093). Nx250/ vega ps+ gliding surface t5 10mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: h6: codes updated. Investigation results: the complained medical device was not made available for investigation. The investigation was based upon historical data analysis, event description and review of pictures. The provided pictures show the following situation: the femoral component (nx018z) shows bone cement adhesive on nearly the whole intended area. The tibial component (nx059z) side shows nearly no bone cement residue. The device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot numbers. Conclusion/preventive measures: on the basis of the current information and without the complained medical device being available for investigation, a clear root cause cannot be drawn. In the event that the complained medical device will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery.

Event description:
Associated medwatch reports: nx059z (aesculap ag reference no. (B)(4); 9610612-2025-00194), nx018z (aesculap ag reference no. (B)(4); 9610612-2025-00195). Involved components: nx062z/ as tibia extension stem 12x52mm cemented(aesculap ag reference no. (B)(4); 9610612-2025-00093), nx250/ vega ps+ gliding surface t5 10mm (aesculap ag reference no. (B)(4)).

Event description:
Associated medwatch reports: nx059z (aesculap ag reference no. (B)(4); 9610612-2025-00194). Nx018z (aesculap ag reference no. (B)(4); 9610612-2025-00195). Involved components: nx062z/ as tibia extension stem 12x52mm cemented(aesculap ag reference no. (B)(4).; 9610612-2025-00093). Nx250/ vega ps+ gliding surface t5 10mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information:b6 - relevant test results.b7 - patient medical history.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product - nx059z - as vega ps tibial plateau cemented t5. According to the complaint description, this knee implant was "defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement". There was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. Implantation of vega knee system, left knee, was performed on (B)(6) 2022. The revision occurred on (B)(6) 2025. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nx059z (aesculap ag reference no. (B)(4); 9610612-2025-00194. Nx018z (aesculap ag reference no. (B)(4); 9610612-2025-00195. Involved components: nx062z/ as tibia extension stem 12x52mm cemented(aesculap ag reference no. (B)(4); 9610612-2025-00093). Nx250/ vega ps+ gliding surface t5 10mm aesculap ag reference no. (B)(4).